Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus europe se & co. Kg (oekg) and the things which there was no problem with the subject device and the malfunction occurred by the user handling, omsc surmised there was the possibility this phenomenon was attributed to setting the display mode which not displayed the flow rate. The subject device could be switched to display or not by the subject device specification. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was not returned to any of olympus locations. Therefore, olympus could not investigate the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the flow rate indicator on the front panel of the subject device was failure and did not work at the unspecified timing. The field service engineer of olympus (B)(4) went to the user facility and checked the subject device. But it could not find the reported phenomenon or could not be fixed. There was no report of patient injury associated with this event.